Event description:
A malfunction alarm was reported with the code malf 12, and the customer did not experience the same malfunction after resetting the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer in performing the reset, and allowed continued use of the pump. The customer was advised to call back if the issue recurred, and they acknowledged the instructions.